Event description:
Low wbc, positive ana, monocytes are at 13%. Entire body is inflamed, massive weight gain, brain fog, ringing in ears, out of nowhere horrible allergies, hand and wet swelling, knee/shoulder throbbing, skin condition on knees, major fatigue, inflamed joints, rashes, painful breasts, and memory loss. Testing negative to all disease. My blood is screaming disease and infection.